Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12630. It was reported the ipg was no longer able to communicate wit the charging system. The physician suspected the ipg had flipped and performed an exploratory surgery on (B)(6) 2013. The physician found the leads twisted around the ipg and fluid in one of the leads. On (B)(6) 2013 the physician explanted and replaced the lead and ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.